Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. The neck angle was about 14 degrees with moderate tortuosity in left common iliac. The neck length appeared to be 10mm, and the diameter of the neck was 20mm immediate below the renal and 26.7mm above the aneurysm sac. It was reported that the bifurcated portion of the stent graft (bifur) was initially placed below left renal artery but covering 60-70% of right renal artery; which was at nearly the same level as left renal but slightly lower on angiogram imagery. The neck angle was about 14 degrees with moderate tortuosity in left common iliac. As a result, the bifur was at a tilted angle with deployment. The bifur appeared to be higher on the patient¿s right side renal artery and tilted lower on the patients left renal artery. The post implant imaging showed that the bifur had landed 2-3mm below left renal but was 60-70% right renal coverage. An angiogram also showed a proximal type 1 endoleak and several balloon inflations with equalizer were performed. A 28 cuff was implanted just below left renal but the right renal was 95-100 percent covered. It was noted that the cuff was intentionally placed so that it covered the right renal artery in order to gain another 2-3mm of neck purchase exactly below the left renal. The cuff reportedly resolved the endoleak. Since the renal was partially covered by the bifur the physician felt that the cuff may or may not cover more of the renal origin. If it did cover more than intended then the plan was to either add a stent if possible or, if not possible, accept the renal coverage because the physician would rather have the proximal seal. It was then reported that a stent was successfully placed later that same day. The physician further noted that the cause of the initial renal coverage by the bifur was neck angulation, moderate iliac tortuosity and possibly coming from the left side. The cause of the type ia endoleak was also due to neck angulation, moderate iliac tortuosity and possibly coming from the left side which resulted in insufficient purchase. No mechanical deployment issues were seen. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).